Event description:
It was reported that the user experienced repeated occlusion alerts and persistent hyperglycemia while using the ilet with an inset infusion set, with bent cannulas observed on removal and a reported reading around 209 mg/dl. During guided infusion set change, it was noted that the user had been pressing on the arrow of the inset white piece to force the needle to deploy likely sending the needle in at an angle and bending the cannula. Complete supply change was performed, insulin delivery was restored, and a subsequent with a replacement goodwill order was issued. Symptoms included hyperglycemia, irritability, and malaise. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, but a usage problem was identified involving improper insertion technique that bent the cannula of the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.